Event description:
Report received of inaccurate delivery of tpn. The patient was receiving tpn, 2100ml total volume over 12 hours with a 1-hour taper up/1-hour taper down. The patient had been receiving this tpn for over two months utilizing the same acclaim encore device. On occasion, the patient had low blood surgar levels in the mornings. One day during the week of the event the patient's blood sugar level was lower than usual. No specific value was recalled. The patient was not symptomatic. In questioning the patient's spouse, it was reported that on occasion, the tpn would either finish early or have some fluid left in the bag when the infusion was supposed to be completed. This specific day, it was reported that at the expected completion time of the therapy, there was still 400ml remaining in the tpn container. The patient experienced a low blood surgar level but was asymptomatic and required no medical intervention.